Manufacturer narrative:
Concomitant medical products 5076-52 lead, implanted: (B)(6) 2006.

Event description:
It was reported that during a routine follow up visit, the right ventricular (rv) lead exhibited a slow increase in impedance and thresholds to high measurements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.